Event description:
Reportedly, on (B)(6) 2019, the patient¿s condition suddenly changed during hospitalization, and no ECG monitoring was performed. A few minutes after, it was confirmed that the patient had no pulse. Cardiac massage was performed, but the patient was then confirmed dead. On (B)(6) 2019, the subject pacemaker was explanted. Review of patient files retrieved post-mortem showed a change in the device pacing mode from the patient¿s spontaneous rhythm to continuous pacing.

Manufacturer narrative:
Please refer to the attached analysis report. The awareness date (f6) was changed from (B)(6) 2019 to (B)(6) 2019. This change was already present in the follow-up 1 MDR but was not highlighted. - attachment: [20190625 - file-2019-00775 - analysis_and_closure_report_resp-2019-00853.pdf].

Manufacturer narrative:
Preliminary analysis did not reveal any device malfunction.

Event description:
Reportedly, on (B)(6) 2019, the patient¿s condition suddenly changed during hospitalization, and no ECG monitoring was performed. A few minutes after, it was confirmed that the patient had no pulse. Cardiac massage was performed, but the patient was then confirmed dead. On (B)(6) 2019, the subject pacemaker was explanted. Review of patient files retrieved post-mortem showed a change in the device pacing mode from the patient¿s spontaneous rhythm to continuous pacing.

Manufacturer narrative:
The device involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6) 2019, the patient¿s condition suddenly changed during hospitalization, and no ECG monitoring was performed. A few minutes after, it was confirmed that the patient had no pulse. Cardiac massage was performed, but the patient was then confirmed dead. On (B)(6) 2019, the subject pacemaker was explanted. Review of patient files retrieved post-mortem showed a change in the device pacing mode from the patient¿s spontaneous rhythm to continuous pacing.